Event description:
Date of event - unknown. Boston scientific corporation was informed that post hta procedure in which a hydrothermablator procedure set was used, the patient presented with a fever resulting from an infection. At the follow up visit post procedure, the patient complained of a fever, which continued for about three weeks. The patient then saw her general practitioner who performed an abdominal scan; discovering an infection in one fallopian tube and on one ovary. It is unk if the hta caused this infection. The patient is currently taking antibiotics and is responding to the treatment.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.